Manufacturer narrative:
Investigation pending.

Event description:
Patient self tester alleges precision issues. Initial inratio reading 1.1 repeat 2.2. Three minutes apart,. Patient's therapeutic range unknown.